Manufacturer narrative:
Device code: (B)(4) - baerveldt shunt. PMA k955455. (B)(4). To date, the device remains implanted. Prior to release, the shunt met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted.

Event description:
It was reported that a patient underwent implant of a shunt. At the day one (1) post operative visit, the patient was diagnosed with hypotony. The shunt remains implanted. No further information is available as the patient changed hospitals.